Event description:
It was reported that during a thyroidectomy procedure, the device stopped cutting intraoperatively. New device was used to finish the case. 1 device is returneing and there was no reported patient consequence.